Event description:
The customer reported via phone call that the insulin pump alarmed motor error. While he was rewinding the insulin pump the piston was moving outward not inward. He was changing out the infusion set and insulin was in the reservoir cavity. The reservoir was leaking. He noticed that the reservoir smelled like insulin. Customer's blood glucose level was 385 mg/dl. He was experiencing high blood glucose levels. The device was not returned.

Manufacturer narrative:
Reference medwatch 3004209178-2015-58599 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.